Manufacturer narrative:
Results: the three samples returned have slight discoloration patches which appear to be variations in surface roughness. Records of processes do not have information written about this occurrence. Conclusion: bd was unable to confirm the customer¿s indicated failure mode. An absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the consumer observed discoloration on the 25 g x 1 1/2 in. Bd precisionglide¿ needle. It seemed to be burnt/heated. There was no report of injury or medical interventions.